Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited inappropriate pacing spikes, intermittent capture, a drop in r waves and high pacing thresholds post operatively. A chest x-ray was taken and no obvious dislodgement was observed but a dislodgement was still suspected. The lead was initially reprogrammed and later, repositioned. The lead remains in use. No patient complications have been reported as a result of this event.